Event description:
The customer reported that the pump's battery was depleting too quickly, which led to a pump shutdown. This caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require any third-party assistance. Technical support informed the customer that a daily battery depletion rate of 15-35% is normal, which the customer understood and acknowledged.